Manufacturer narrative:
The received device was evaluated and found the external soft cannula kinked. A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. No other damages or defects were found along the fluid path. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn longer than 48 hours on the abdomen. Hyperglycemia treated by applying a new pod.